Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool smarttouch bi-directional navigation catheter and suffered a pericardial effusion. There is no information regarding any intervention. The event occurred post-procedure. At the time of complaint report, the event was in progress. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
In the initial report it was reported that full UDI # information unavailable since the lot number is unknown. However, this is a generic product since the lot number and catalog number was not provided. Therefore UDI does not apply to this product. (B)(4).